Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a seroma with an infection. It was stated on (B)(6) 2012 during an office visit, the patient's concentration was 2000 mcg/ml and daily dose of 1954.9mcg. The patient was seen on thursday (B)(6) 2012 for a refill and at that time, she had 0.6mls in her pump. Prior to refill, the nurse lifted the patient's shirt to take a look and her site and she suspected an infection. The site was red, warm, and tender to touch so the nurse decided not to give refill until she knew if the patient was completely fine. The nurse; however, had already reprogrammed the patients pump initially to 20mls and attempted to take it back but couldn't, so she just left it as it was. It was stated that the patient's pump was going dry. When the patient returned back to the clinic the following day another nurse just topped the patient's pump instead. The nurse planned to have the patient return again and reprogram the pump to minimum rate and give the patient oral medication. It was unknown if the patient was experiencing any withdrawal symptoms. It was later reported that the pump had not been functioning since a week after surgery. It was stated at pump replacement (B)(6)2012, that the physician removed the drug from the patient's old pump and replaced it into her new pump but not up to its full capacity of 20mls but instead "like 8mls." It was stated that this was why the pump was empty in only 7-10 days post- surgery. It was stated that the patient was seen on (B)(6) 2012 for refill and this was when a seroma was found. It was unclear which date patient was actually seen for refill as both dates of (B)(4) 2012 was indicated. It was also stated that infection was possible because the site was red but after a 10 day course of antibiotics, the redness went away and hadn't returned. Infection was not confirmed. [Please refer to manufacturing report # 3004209178-2012-11723 for previous seroma and infection]. The seroma was located directly in the pocket and was more noticeable when the patient lied flat because it would "pop up like an alien." It was stated that her pump was "shut off for 48 hours" and then it was turned back on. A pump alarm did occur and was heard by patient for 24 hours. The patient was seen and the pump was programmed to run at the lowest rate possible with no medication in it. It was reported that a computed tomography (CT) guided drainage scan of the seroma was immediately ordered but they had scheduling issues so patient was still awaiting scan. The pump was still empty for 3 weeks and it was noted that the patients pump was flipping. It was indicated that the seroma was so large in all the fluid that it was causing the pump to flip and causing pain to the patient. The outcome of the patient was not provided. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that the patient was concerned that the catheter would "clog" since the pump had been running without drug in the reservoir. The patient was also sleeping in a hospital bed to have her head elevated due to aspiration pneumonia problems.

Event description:
The pump was alarming. Telemetry confirmed a non-critical alarm was occurring; the alarm was the low reservoir alarm. The alarm date was the date of this report. The pump had 1 ml of medication left in it. The pump was flipped, so they couldn't refill it. The pump had flipped approximately 2 weeks after it was implanted and at that time it was programmed to minimum rate mode. The patient could not have surgery to revise the pump for another month. The patient was doing okay and was on oral meds. At the minimum flow rate of 1ml it was determine that the pump would go empty in 166 days.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).